Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had a cervical scs system (2 scs leads from the same lot) and a thoracic scs system. This issue is related to the cervical scs system. It was reported the patient was no longer receiving effective stimulation and needed a cervical MRI. As a result, the system was explanted.